Event description:
It was reported that during a medial meniscus root repair the firstpass mini suture capture came off before biting into the meniscus, a second firstpass mini suture capture came off after firing the needles through the meniscus. The detached captures were retrieved from the patient, one was still loosely attached to the device, the other was retrieved with arthroscopic graspers. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported devices were received for evaluation, but not in any original packaging. A visual inspection revealed there is no way to verify any lot numbers. Both devices are missing the suture capture from the upper jaw. Both suture captures were returned but unable to verify which goes with which device. Both devices have bio debris. Device one has a stress crack in the upper jaw suture capture window. A functional evaluation was performed on the returned devices and found that pulling the levers will close and deploy the suture passer needles. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include excessive force, tissue thickness or damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated. H11: corrected information in h6 (component code, type of investigation, investigation findings & conclusion).